Event description:
Pt presents post-op condition and had a total of four surgeries on his right knee. The first surgery was in 2005, the second surgery with calaxo was in 2006, and an add'l surgery was in 2007 and one more surgery was pproximately 7 days later. There is no add'l info available at this time.

Manufacturer narrative:
Add'l explanted date: 2007. Product recall initiated on august 21, 2007.